Event description:
Manufacturer received a report from an insurance claims adjuster that an enduser of a manual wheelchair sustained a reinjury to a 25 year old ulcer when a caster broke, causing him to fall from his chair. The caster was returned to the manufacturer and found to be old and displaying dry rot. The owner's manual for this device clearly outlines a preventive maintenance schedule and recommends examining casters for wear and replacing when necessary.